Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014, and claimed that on (B)(6) 2014 they were contacted by a patient who, upon sensor pod removal, suspected the sensor wire broke on (B)(6) 2014. The distributor reported no medical intervention or injuries.